Event description:
It was reported that the right atrial (ra) lead showed impedance changes, p-wave changes and the electrogram indicates a possible lead fracture. It was also reported that there was a sudden left ventricular (lv) lead threshold increase and may be compromising capture. The ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received, analyzed and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. The weekly pace lead data shows and increase for max a pace = 532 to 4047 ohms between (B)(4) 2013. Concomitant products: 4193 implantable pacing lead; 6949 implantable defib lead. (B)(4).

Event description:
The ra and lv leads were later capped and replaced.